Event description:
It was reported that noise was observed on the asymptomatic patients atrial lead through remote review. Plans were made to bring the patient in for a device reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.